Manufacturer narrative:
Additional MFR narrative: according to the diagnosis of the medical expert, this case seems linked to a vascular compromise with symptoms of hematoma, pain, dryness, livedo reticularis. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. Moreover, the risk of such reactions is mentioned in the instruction for use of teosyal products.

Event description:
This case occured outside of the USA, in spain. According to the information received on 17-jan-2023 the patient was injected on (B)(6) 2023 with 1 ml of teosyal rha 4 (tpul-22332bl0) in the nasolabial folds (0.5 each side) and with 1.2 ml of teosyal ultradeep in the cheeks (0.6 ml each side). The day after the injection, the patient started to perform massage and compression on the left nasal area. Following this, the patient realized the appearance of an ecchymosis on the gum and pain in the left nasal area, that kept increasing during 72 hours. On (B)(6) 2023, the patient informed the injector about this reaction and was reviewed at the clinic. The injector noticed the presence of a of livedo reticularis in the left nasal area, and in accordance with the local medical expert, a vascular compromise was diagnosed. As treatment this same day, the patient received a hyaluronidase injection (500iu) in the left piriformis fossa and nasolabial fold, and was prescribed aspirin (200 mg every 24h) and antibiotics (zythromax). On (B)(6) 2023, we were informed that the injector was injected hyaluronidase every day since symptoms did not resolved. We were informed on 30-jan-2023 that following the corrective action, the symptom has resolved, and the patient was fine without further complication. Thus the case is considered closed as it is.